Event description:
This device was implanted on (B)(6)2011 and was explanted on (B)(6)2012. The patient failed dfts. A new device was implanted. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).